Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device was not returned; therefore, physical as well as a functional evaluation could not be performed. Information available indicated that the device was confirmed to be in good condition prior to use. Additionally, the event description indicated that the microcatheter (penumbra velocity catheter - .025¿ ID) was used in the procedure which according to the dfu was not recommended for this device. The target dfu states "target detachable coils are compatible with stryker neurovascular 2-tip marker microcatheter¿s (min. Internal diameter 0.41 mm [0.016 in], max. Internal diameter 0.48 mm [0.019 in])." Based on the information currently available, a cause of use error was assigned to this event.

Event description:
It was reported that during a coil embolization procedure, the coil became stretched when the physician attempted to retract the coil back from the microcatheter. The physician used a snare device to safely remove the coil without clinical consequence to the patient.

Manufacturer narrative:
The subject device is not available.

Event description:
It was reported that during a coil embolization procedure, the coil became stretched when the physician attempted to retract the coil back from the microcatheter. The physician used a snare device to safely remove the coil without clinical consequence to the patient.